Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 88 mg/dl and 196 mg/dl. Customer was unable to self- treat as feelings differed from readings; was given juice with agave syrup and carrots by girlfriend. Requested return of the alleged device for evaluation and replacement was sent.